Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the flow module and completed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the flow reading was being displayed as dashes instead of an actual reading. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the flow meter module to lab use only (luo) testing equipment. The flow meter module was set up and functioned as intended displaying a flow throughout the evaluation. The roller pump was left running over an extended period of time and there were no issues with the flowmeter module displaying a flow reading.